Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil, a non-penumbra microcatheter, and a non-penumbra diagnostic catheter. It was reported that the patient¿s anatomy was very tortuous. During the procedure, while advancing a ruby coil through the microcatheter, the physician experienced resistance, and the ruby coil pusher assembly fractured. Subsequently, the ruby coil unintentionally detached partially in the microcatheter and partially in the patient¿s vessel. The physician used a snare device to remove the detached ruby coil from the patient. The procedure was completed using a plug. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the pusher assembly was fractured, and the embolization coil was detached. If the ruby coil is advanced against resistance, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported coil detachment. The patient¿s tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.